Event description:
It was reported that prior to a procedure for implant, the pacemaker was interrogated and found to be in backup vvi mode. The device was not used. There was no patient involvement or contact.

Manufacturer narrative:
Device was returned due to being in backup mode. Device image indicated that reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining.